Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump had been shutting and customer was not aware. Customer's blood glucose was 300 mg/dl. Customer states that pressing the act and esc buttons would turn insulin pump back on showing full battery. Insulin pump did not show signs of damage. While troubleshooting, customer states alarm history showed a no delivery alarm. Customer was not aware of alarm as insulin pump had shut off. Customer states that infusion set was changed after alarm which resolved alarm. Customer was not able to continue troubleshooting due to customer being at the doctor's office.